Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection showed labels were all intact. During functional check, the reported complaint was duplicated. Prime button inoperable issue found during the investigation. Root cause was found to be a faulty keypad. Replaced keypad.

Event description:
It was reported that the prime button was inoperable during testing. No patient injury reported.